Event description:
Caller indicated the relion confirm meter was giving low readings. Customer got reading of 22 on confirm meter didn't think that was correct because he was not having any symptoms he immediately retested on his ultima meter and got a reading of 130. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.